Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx551t) which is part of a sample account from an us sales representative had adjustment difficulties. No patient complications were reported as no patient was involved. The complained device was not yet returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: not necessary, due to the reason for the complaint . Computer controlled test: not necessary, due to the reason for the complaint. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Brake function test: the brake functionality test has shown that the brake function operates as expected. Internal inspection: not necessary, due to the reason for the complaint. Results based on our investigation results, we cannot determine any functional deviations or other abnormalities in the product. The progav 2.0 can be adjusted to all pressure settings. It meets the specifications. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx550t) which is part of a sample account from an us sales representative had adjustment difficulties.